Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level. A bg value was not provided and cause was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.